Manufacturer narrative:
The insulin pump was received with currents in spec. The pump was unable to prime during prime test due to faulty force sensor system. The pump had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that they lost the insulin pump and has been on manual injections. The customer's blood glucose value was unknown. The product was returned for analysis.